Event description:
Rptr writes, "within a year my robust health began sliding, and I was ready after a biatus with an 8 yr old daughter and 9 yr old son to start my second set of two more kids. But each and every pregnancy after implants ended in auto abortion after 3 to 4 weeks! My cognition was slipping conspiciously and I could not find my way back home frequently from short distances. This downward spiral in health later led to rashes and low grade afternoon fevers, chronic fatigue, etc; and when I was told in 93 it could be my silicone implants - rocks (they calcified)" a facility "removed them for me. Six months prior" a lab "had found strange ('93) blood abnormalities. After removal in '93, along with a pleural effusion there was a dramatic improvement. But alas, my blood problems are unresolvable and now I have mega carycytosis, a cousin to leukemia and of course very life threatening. Thanks to many years of tonic bleed from implants. I come from a family of ten with no cancer deaths!" Indedependent rep "has the master file on me due to special medwatches sent to dc by support group leaders from several areas of USA. I am a very healthy specimen prior to this, and I believe many have been unknowingly 'planted'! Many of their victims that have been registered for years have rec'd a cent! Our illnesses are serious and they are waiting for us to die evidently! Unfortunately the system, the dr's and the chemical corporations and some in the FDA have all looked the other way for nearly forty yrs while gender and age specifically (for the most part) genecidal experimentation has been perpetrated upon fecund young women (in the USA) and their possible offspring and existing offspring. In the USA, is the significant part, as it sounds like nazi germany, not someting that could possibly happen here, such disregard of life. We marched on washington dc several years ago with certain proofs of conspiracy and fraud in promotion of defective silicone gel implants as safe and medically approved (as each and every one of us were told) presenting these proofs, only to find these dastardly deeds are now sealed from the public and we are not allowed to use the courts currently because nearly a million of us are expendable, the corps are not! The truth will eventually out! To protect my identity," independent rep, "has me on the master list, several of implant group leaders are sending to washington dc this aug 28th to prove that silicone survivors still do exist actually! Of course the survivors are the tip of a 40 yr old iceberg because we have no record of those 'planted' already by these safe devices without suspecting the experimental fraud perpetrated on them, such as I nearly was and still may be. As the truth slowly leaks through these court room seals and as legislators slowly become aware how massive and serious the silicone gel scenario is to their own legislative careers, we in the know, feel certain, you will be proud, indeed very proud, of your support for," an organization "and in the near future hopefully. We thank you for your support. Rptr writes to environmentally friendly assembly man, "yes, I'll support your cause and you should find my cause right up your toxic 'alley'. Dear assemblyman: our issue re: toxic materials fraudulently presented as FDA approved and safe inserted in fecund young womens chests (silicone gel breast implants) damaging offspring with toxic breast milk! Support" our organization "and please recuit other assembly men for us!"